Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they are trying to rewarm patient, but therapy keeps stopping. They received an alert 113 (reduced water temperature control) in an arctic sun device. System hours were 2626, pump hours were 227, patient temperature (pt) was 34c, targeted temperature (tt) was 36.5c, water temperature (wt) was 39.3c, flow rate (fr) was 0.9lpm, water level was 3, placement of rectal probe has been verified. Confirmed patient temperature with axillary thermometer (read 34.6c). Event log shows no other recent alarms. There was a 02 (low flow) last night and a 105 (cooling ends). No obvious reasons for the alert 113. Recommended to keep a close eye and confirm water temperature stays warm and that page us if there are any other alerts or alarms on the device.